Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the nail was found to be fractured during a follow up appointment. Desired lengthening was achieved; however, there was delayed healing and the broken nail was exchanged for a trauma nail.

Manufacturer narrative:
Additional data: b5, d8, d9, h3, h4, h6, h10. Correction: h1. Device records review: a device history review was conducted and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Device evaluation: visual inspection of the returned product revealed that the housing tube was broken at the bottom side of the second screw hole. Based on the reported information, no event in particular was noted to have occurred that led to the nail breaking; however, based on the type of breakage observed, it is probable that the nail broke due to stress generated from weight bearing activities. Per the precice stryde instructions for use, "the precise stryde nail cannot withstand the stresses of full weight bearing. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs."

Manufacturer narrative:
The device has not been returned for evaluation nor were x-rays provided to confirm the alleged event. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the nail was found to be fractured during a follow up appointment. No patient injury was reported.